Manufacturer narrative:
Age, sex, weight, ethnicity race: unk. Date of event: unk. (Expiration date): unk, no serial number reported. Implant date: unk. Explant date: unk. PMA/510k: this product is not marketed in the us. (Device manufacturing date): unk, no serial number reported. Claim # (B)(4).

Event description:
It was reported that a doctor accidentally implanted an icl upside down in the eye and this lens was immediately removed. Because the patient has corneal edema, the doctor wants to wait before implanting the lens again. If additional information is received a supplemental medwatch report will be submitted.